Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the image and errors issues were caused by the cable-unit malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
The territory sales manager was informed by the nurse at the user facility that an e224 error occurred with a 4k camera head and an e313 error with the visera 4k ultra high definition camera control unit during preparation for use. The devices were replaced and the intended procedure was completed without issue. No patient harm was reported. During troubleshoot with a technical support engineer via telephone, three camera heads and the camera control unit were tested and it was determined only one camera head was observed to have an error and will be returned for service. This report is for 1 of 2 devices.

Manufacturer narrative:
The reference camera head was returned to the service center for evaluation. The reported e224 communication error was confirmed as an image was displayed but with an error e224 observed on the monitor screen which was due to a defective cable. There was no noticeable damage to the cable externally. Additionally, the rear cover label is faded. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up will be supplemented accordingly.